Manufacturer narrative:
Additional information was added to d4, g4, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The machine underwent functional testing and a white screen with led status blinking red was observed. The reported condition was verified. The cause was due to a faulty ui (user interface) board. To correct the condition, the ui was replaced. Ta device history review could not be conducted as the device log was irretrievable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump display showed no content. The device displayed a white screen, was not turning on, and with constant flashing red lights. This occurred during biomed testing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.